Event description:
It was reported that during a stent placement procedure, the stent allegedly could not be deployed as it had not opened. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation; the safety clip was still well placed on the device and the stent was found partially deployed which leads to confirmed results for partial deployment. The stent could be further deployed during deployment tests. A provided image shows the device label. Based on the available information and evaluation of the returned sample, the investigation is closed with confirmed results for partial deployment. A definite root cause of the reported incident can not be identified. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding general warning, the instructions for use states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding accessories, the instructions for use states "the bard s.a.f.e.r 6f delivery system requires a minimum 8f guiding catheter or a minimum 6f introducer sheath" also "via the femoral route, insert a 0.035¿ (0.89 mm) guide wire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". With regards to general directions, the instructions for use states "pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". With regards to stent deployment using the conventional method, the instructions for use states "just prior to deploying the stent, the safety clip (k) must be removed by pressing the two red tabs (l) together and removing the clip from the grip". The packaging pictograms indicate an introducer size of 6f and a 0.035" guidewire. (Expiration date: 11/2024). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.